Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. Prior to implant, the implantable cardioverter defibrillator exhibited a battery alert after the capacitor maintenance test. The recommendation was to not implant the device with the battery capacity at 77%. The physician elected to implant the device. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes that the implantable cardioverter defibrillator was unable to produce a longevity estimate. Programming changes were discussed. There were no patient consequences.

Event description:
New information received notes that a firmware upgrade was downloaded successfully. The patient will continue to be monitored.